Manufacturer narrative:
This report is submitted on january 04, 2017.

Event description:
Per the clinic the patient experienced retention issues at magnet site, subsequently the patient underwent skin flap revision on (B)(6) 2016.